Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a perforation. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 3. A ntw clip was successfully implanted central, reducing the mr to grade <1. After the steerable guide catheter (sgc) was removed, a right-to-left-shunt was noted on echo. The patient remained hemodynamically stable and the procedure was ended without intervention. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. The investigation was unable to determine a cause for the reported perforation. Perforation is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported serious minor injury/illness/impairment was a result of case specific circumstance as no treatment was provided for the perforation. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
N/a.